Event description:
It has been reported to philips that, system would not power on. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system screen is not turning on. Upon troubleshooting, fse checked the system and confirmed that no power is coming from pdu fan tray. Fse replaced the pdu fan tray. After replacing the pdu fan tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.